Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pelvic and vaginal pain, bowel problems, severe infections, inflammation, vaginal bleeding, urinary problems, possible erosion, and pain during intercourse. No further information has been provided.